Manufacturer narrative:
It was reported that when a radiologic technologist attempted to stop a patient from sitting up while lowering the patient couch using the footswitch, her right knee became caught between the footswitch and the upper frame section of the patient couch, resulting in a fractured ankle. A nurse standing nearby the system, depressed the couch up button of the footswitch stopping the patient couch. The operator then forcibly pulled out her knee, which resulted in a fracture at the distal tibia of her right ankle.. It was determined based on the results of the investigation conducted by the manufacturer that there was no defect to the system and the injury to the technologist was due to user error.

Event description:
It was reported that when a radiologic technologist attempted to stop a patient from sitting up while lowering the patient couch using the footswitch, her right knee became caught between the footswitch and the upper frame section of the patient couch, resulting in a fractured right ankle.